Event description:
It was reported that (1) mcm20 was used during a unknown procedure. It was reported by the rep that the mcm20 would not fire. Opened another device to complete the case. There was no consequence to pt.